Manufacturer narrative:
The impella device was not received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported the patient had an impella cp implant and after the implant, the pump started with flows 3.5 on auto. After peel away sheath was removed and repo sheath advanced, flows dropped to 0.5 on p4, position was confirmed with echo and was in ideal position. The pump was explanted and exchanged.